Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during a shift check, the crew placed an autopulse li-ion battery into the autopulse platform; however, the platform displayed a "replace battery" message. The crew swapped out the battery with a new one and the platform seemed to work fine. The li-ion battery was placed in another platform but the same "replace battery" message displayed. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Investigation results for the returned autopulse battery as follows: the battery was returned and evaluated. The reported complaint could not be confirmed. Visual inspection was performed and no damages were observed. The battery passed all testing criteria. A review of the archive was also performed and it was determined that the battery performed as intended.